Manufacturer narrative:
The device was later explanted due to a patient condition. The lead was surgically abandoned. The device was returned for analysis and detailed analysis is pending.

Manufacturer narrative:
A technical services consultant recommended changing the sensitivity to resolve. There were no adverse patient effects reported. As of today the device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this device oversensed noise on the right ventricular channel resulting in pacing inhibition and asystole for more than two seconds.

Event description:
--